Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's friend reported via phone call, they were having issues removing the reservoir from the insulin pump. During the call, the customer's friend mentioned the customer was hospitalized for high blood glucose and was taken off the insulin pump. Then later in the call customer mentioned the reservoir was not jammed in the insulin pump. Customer only needed to insert the battery and reprogram the device. The insulin pump is not returning for analysis.